Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was implanted to aide the removal of a large benign stone in the bile duct. Reportedly, the patient¿s anatomy was not tortuous. On (B)(6) 2015, during a planned stent removal, the physician attempted to remove the stent; however, the retrieval loop broke and the stent was difficult to remove. The physician successfully removed the wallflex fc biliary stent to complete the procedure. There were no patient complications reported as a result of this event and the patient was discharged the following day without any issues. Reporting was required because the device is only sold ous but is similar to the m0070520 that is sold in the us.

Manufacturer narrative:
(B)(4) stent retrieval loop broken. (B)(4) stent difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only a fully deployed wallflex fc biliary rmv stent was received for analysis. The stent was severely damaged and wires were broken at both ends. It was not possible to distinguish the retrieval loop wire due to the condition of the returned stent. The stent damage is consistent with damage occurring during removal of the stent from the patient and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The stent was severely damaged and had broken wires. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was implanted to aide the removal of a large benign stone in the bile duct. Reportedly, the patient's anatomy was not tortuous. On (B)(6) 2015, during a planned stent removal, the physician attempted to remove the stent; however, the retrieval loop broke and the stent was difficult to remove. The physician successfully removed the wallflex fc biliary stent to complete the procedure. There were no patient complications reported as a result of this event and the patient was discharged the following day without any issues. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the u.s.